Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.